Event description:
Logs were reviewed with the r&d team. No signs of alleged event were found when reviewing the logs. Safety management logs had no records of any free flow incidents. Flow control logs were reviewed as well, no signs of free flow events were found either. Based on this information, the r&d team was unable to verify the customers claim. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "reported free flow. The doctor paused the infusion but the pump still was infusing. In order to stop the infusing. The doctor open the latch of the pump and removed the cassette. A preliminary review of the logs identified the following issue: free flow infusion issue (no ae). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.